Manufacturer narrative:
The device involved in the incident was not returned for evaluation. Attempts by medcomp and the UK distributor to obtain additional information regarding the device and incident were unsuccessful. Without sufficient information, or an evaluation of the device involved, we are unable to determine the root cause or factors that may have contributed to this event. The nature of the incident on the mir report was evaluated. The product code provided is for a pro-PICC CT. This is not a tunneled device. The contradictory information limits the evaluation. There is no way for the investigation to determine why the catheter fell out of the patient. The most likely scenario is that the device was caught on something and pulled. The report also included the following information that leads to the same conclusion. "Take care when securing line, suturing and dressing. Take care when moving a patient in and out of bed as lines can become displace."

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device is import for export only, not sold in the us. UDI not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient's PICC line fell out at 08:15. Being held, noticed the PICC line on the floor. On examination: sutures still in situ attached to old dry skin, dressing intact, tunneled line slipped through dressing. Patient had to go to ir to have new line inserted.